Manufacturer narrative:
Device evaluated by manufacturer: the wire was returned for analysis. A gage bushing was passed over the length of the specimen without issue. The specimen presented indications of bending overload, as manifested by multiple bends. The specimen presented a light-colored foreign material (fm) between the coil wraps 49.3 to 49.8cm from the distal tip; the fm is readily visible at 1x-18" unaided. It is unable to be determined what the foreign material is. The specimen also appeared to present dried blood-like matter between the coil wraps at the proximal end of the device. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(6) 2011. It was reported that during unpacking, the distal end of the wire was found to be kinked. When opening the pouch, the assistant saw that the wire was kinked at the distal end. The distal tip of the wire was noted to be outside of the hoop prior to opening. The procedure was completed with another of the same device. No patient's complications were reported and the patient status was recorded as stable. However, the returned product analysis revealed that there was foreign material between the coil wraps from the distal tip of the device.